Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling of the device and insufficient or inadequate respocessing. The event can be detected by following the instructions for use (IFU) sections which state: instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.2 ¿inspection of the endoscope¿ describes how to inspect for the subject event as below. Inspection of the endoscope 1. Inspect the control section, video connector and light guide connector section for excessive scratching, deformation or other irregularities. 2. Inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2). The event can be detected and prevented by following the IFU sections which state: instructions chapter 7 ¿cleaning, disinfection and sterilization procedures¿ section 7.5 ¿manual cleaning¿ describes how to inspect for the subject events. Cleaning the external surface 1. Immerse the endoscope in the detergent solution. 2. With the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush and wipe all external surfaces of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found the up/down angulation lever plate and the universal cord were sticky; the universal cord, connecting tube, and video cable had a dent; the universal cord, adhesive around the light guide lens, and adhesive around the objective lens coating were peeling; the control unit was sticky due to water leakage; an abnormal sound was made due to damage to the angulation lever; the angulation lever did not move smoothly due to damage; the adhesive on bending section cover was detached; light guide bundle was slipping down; connecting tube had a wrinkle; bending angle in up direction did not meet the standard value due to wear of angle wire. The customer cleaned, disinfected, and sterilized the device prior to sending it to olympus for repair. The customer does not know what the foreign material was. It was unknown if there was a delay in pre-cleaning. The customer wiped the intersection section. It was unknown if the customer presoaked the endoscope in the detergent solution. The intersection section was wiped or brushed with clean, lint-free cloths, brushes, or sponges. There were no other concerns with reprocessing. The customer aspirated the water through the instrument/suction channel. The customer stated it was unknown if there were any abnormalities in the accessories used for reprocessing. It was stated that it was unknown if the customer brushed the instrument channel, customer channel port, and suction cylinder. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the intubation videoscope had a suspected pin hole (air/ water leakage). The device was returned for evaluation. During the device evaluation, the insertion site, flexible tube, and coating were peeling, and foreign material was found at the brush tip, insertion part, and curved rubber. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.